Manufacturer narrative:
UDI#: no UDI number. A product sample was received and is awaiting evaluation and investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that 10-15 minutes after hitting set point, the device starts restricting flow and temperature starts decreasing. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.

Event description:
Additional information received via email on 21-dec-2022: the error did not occur while on a patient, we found the issue of low flow while performing the preventive maintenance on the device.

Manufacturer narrative:
Other, other text: b5: additional information. H6: event problem and evaluation codes: updates not required. H10: device evaluation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
One unit was returned for investigation. Upon physical inspection, it was found that the complained issue could be duplicated. The device hit the over temperature, at which point it alarmed, the water flow stopped, and the temperature began decreasing. All of which are normal but if the device was out of calibration the over temp alarm would go off earlier or later than it's supposed to. The cause of the problem is that the device was out of calibration. An outdated printed circuit board (pcb) and power switch were found. A DHR (device history review) was not performed because the results of the complaint investigation do not indicate a problem with the manufacture or last repair of the device. No manufacturing or service issues were identified as causes of the customer's reported problem during the review of service and repair records. Therefore no manufacturing or service records review is needed. No action taken due to the age and condition of the device. It is deemed beyond economical repair and will be scrapped.